Event description:
It was reported that this pacemaker was explanted and the lead was surgically abandoned due to unknown product performance issue. Both products were sucesfully replaced. No additional adverse patient effects were reported.